Event description:
It was reported that prior to any patient procedure, the needle was found sticking out from the package. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Actual sample involved in this complaint was returned for evaluation. Visual inspection of the unopened pack revealed that the packet was bent. The integrity of the packet was not compromised, since no pin holes were observed on the packet; however, the needle was observed out of the folder. One needle was not secured correctly in foam park and this condition caused the needle to be out of the folder.